Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. A neither functional nor dimensional inspection could be conducted since the sample was not returned. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 clips were taken from the current production p/n 544230 hemolok ml lot #73k1700171, the samples were functionally inspected, and during the test issue reported "clip not release from jaw during ligation" was not observed. The device history review for the product hemolok l clips 6/cart 84/box lot #73a1700560 investigations did not show issues related to the complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed and the root cause is unknown. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was not released from the jaws of the applier after ligation during surgery. The clip was finally released but it got broken and fell from the applier. The broken part was removed from the patient's body, and no health injury was reported.